Event description:
During an in clinic follow up, post paced t wave oversensing was noted on the device. Technical support was contacted and recommended reprogramming to resolve the event. The device was reprogrammed. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.